Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed due to fracture of a biolox forte ceramic inlay (75007454). The biolox forte ball head (75007442) was also revised during surgery. Both devices were received for investigation. The ball head was damaged, the polished surface shows some breakouts. The inlay is broken into one large, twelve small and a multitude of very small fragments. The product evaluation which was performed by the supplier could not determine the reason for the breakage, as only about 70% of the inlay were returned. The breakouts on the surface of the ball head might have occurred after the breakage of the inlay. The material analysis of both components did not reveal any deviations from specifications. The density of the material is complying with the delivery specification. Also the production documentation did not reveal any deviation from the standard procedures. Additional similar complaints reported in the past with the same failure mode were identified, however also as in this case no deviations from standard procedures could be detected and a probable root cause could not be identified. No medical documentation with further information were received, therefore a thorough medical assessment could not be performed. The failure mode of the fractured insert is confirmed, however the root cause of the fracture stays undetermined after investigation. Current post market surveillance data shows that the reported intra- and post-operative insert breakages have been addressed by a design change beginning in 2008. Biolox® forte ceramic inserts standard, size 36, were distributed for the last time in october 2012. Biolox forte designs switched to biolox delta designs.

Event description:
It was reported that a revision surgery was performed due to fracture of insert and ball head. No more information available.